Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported elevation in lactate dehydrogenase could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for an elevated lactate dehydrogenase (ldh). The patient¿s ldh increased to 879 mg/dl on (B)(6) 2018 from 497 mg/dl the day prior. A repeat ldh on (B)(6) 2018 came back at 1030 mg/dl. The patient¿s plasma free hemoglobin was also elevated at 346 g/dl. A chest CT showed a tiny area of contrast non-opacification in the anterior lvad inflow cannula; however, an echocardiogram showed no evidence of thrombus. The patient was started on a heparin infusion, even though there was no evidence of thrombus and ldh improved. The patient¿s ldh returned to baseline on (B)(6) 2018 and the patient was discharged to home. No additional information was provided.